Event description:
During an atrial fibrillation procedure, an air embolism occurred. When inserting the advisor hd grid x into the sheath, it was noted that st elevation was present and worsening. The patient's blood pressure and medication were checked, and the anesthesiologist confirmed the rates were the same and the medication had not changed. Later in the case, pressors were raised by a small amount. Left ventricle (lv) function was checked and the x-ray cine was looked at for any sign of embolism. There was nothing notable, but from the EKG it was determined that it looked like an rca blockage. After approximately 3-4 minutes, the elevation completely resolved itself, leading the physician to believe it was likely an air embolism that resolved itself. The physician decided to proceed with the case. It was noted that the physician likely did not aspirate the sheath after advisor hd grid x insertion. For the remainder of the exchanges, the physician aspirated after each insertion and removal. Mapping and pulse field ablation (pfa) was completed with no other issues noted. The physician decided to treat the coronaries to confirm there was no blockage; all cine images of the coronaries looked good with no concerns. The patient was responding to requests and talking when he woke from anesthesia. There were no alleged performance issues with any abbott device.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed, with and without a catheter inserted. Information from the field indicates the introducer sheath may have not been aspirated following catheter insertion. The 13f agilis steerable introducer instructions for use, arten600341730, ver. B. States ¿immediately after every device insertion or removal, aspirate 20 to 30 ml until steady blood return is achieved to mitigate air ingress.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air embolism is consistent with not following the IFU.